Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: bi71000186, serial/lot #: (B)(4). The manufacturer representative went to the site to test the imaging system. The issue is still under investigation and no parts have been replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when booting the mobile view station (mvs) it beeps. The mvs would not boot. Troubleshooting was performed and the uninterruptible power supply (ups) showed overloaded. When booting without the image acquisition system (ias) connected everything seem to be working fine. The manufacturer representative disconnected it from the main line and let the shutdown counter reach 0. There was no protest from the ups. With the ias connected the issue comes after a few minutes. The next step was to replace the ups. No patient was present at the time of the event.

Manufacturer narrative:
H3: the uninterruptible power supply (ups) for the imaging system was returned to the manufacturer for analysis. The ups was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.